Manufacturer narrative:
It was reported that the monitor was charging and overheated and melted c6 mcot monitor case. The c6 monitor was returned for investigation. Monitor was inspected for general physical integrity and showed evidence of the charge port melted. No other area of the monitor was damaged. Monitor did power on during testing and gave an error for a damaged cable while using the testing charge cord. Monitor then began to charge but due to the damage, did not complete the whole charge. A charge cord that was used with this device was not returned with the monitor. Engineering evaluation confirmed the device melted and caused damage to the charge port. The charge cord that was returned with the device was not the one that melted with the monitor. Root cause could not be determined without the original cord being returned with the device.

Event description:
It was reported that on 21 may 2024 the patient's husband was charging the mcot monitor and it heated up and melted the phone case. It was confirmed that no injuries were reported and the monitor was not operational after the overheating event. The monitor was powered off and everything was placed back in the box to be returned. A replacement was ordered.